Event description:
A compression/distraction unit was applied to perform a femoral lengthening in 2005 (date of surgery not available). In 2006, during distraction, it was noticed that lengthening was not progressing. In a new surgery, a re-osteotomy was performed and the device was replaced with a new one. No further information available.